Event description:
It was reported that the procedure was cancelled and rescheduled post-sedation. Two 1.50mm rotapros were selected for use in an atherectomy procedure. The patient was sedated. During setup, the console made a loud noise, and the 1.50mm rotapro would not platform. The device was exchanged for another 1.50mm rotapro, and the same issue occurred. The nitrogen supply was possibly set too high. At one point, the nitrogen was set at 110 psi, but 30 minutes later, it was noted to be at approximately 160 psi. The procedure was aborted and rescheduled. No patient complications were reported. On (B)(6) 2021, the patient returned for rotapro procedure. There were no issues.

Event description:
It was reported that the procedure was cancelled and rescheduled post-sedation. Two 1.50mm rotapros were selected for use in an atherectomy procedure. The patient was sedated. During setup, the console made a loud noise, and the 1.50mm rotapro would not platform. The device was exchanged for another 1.50mm rotapro, and the same issue occurred. The nitrogen supply was possibly set too high. At one point, the nitrogen was set at 110 psi, but 30 minutes later, it was noted to be at approximately 160 psi. The procedure was aborted and rescheduled. No patient complications were reported. On february 8th, 2021, the patient returned for rotapro procedure. There were no issues.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed without any abnormal or high pitch noises. During functional testing, there were no abnormalities to the device, and it ran with no speed issues or abnormal or high pitch noises.